Event description:
It was reported that the right t10 screw began to back out after a couple of weeks of primary surgery. The surgeon found pin hole of skin and observed the back out of right t10-l1 screws via x-ray. So the surgeon performed revision surgery. The patient felt pain of skin pin hole, surgeon mentioned that it was related to a back out that the hook couldn't be implanted on the right side. Back out on left side is not observed.

Manufacturer narrative:
Method: risk assessment. Results: the device was not returned, lot number not provided. Conclusion: the plausible root cause of the reported event cannot be determined due to the lack of information about this case and returned components (in patient's possession).

Event description:
It was reported that the right t10 screw began to back out after a couple of weeks of primary surgery. The surgeon found pin hole of skin and observed the back out of right t10-l1 screws via x-ray. So the surgeon performed revision surgery. The patient felt pain of skin pin hole, surgeon mentioned that it was related to a back out that the hook couldn't be implanted on the right side. And back out on left side is not observed.